Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 120 mg/dl and 82 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings and a message of "hi" as reported by the customer reported were found in meter memory. This is a final report.

Event description:
An adc customer reported that he received an pxtra xceed meter reading of 190mg/dl that he felt was "high" and self-treated with more than his normal dose of his oral medication (glibinese) and began to "feel bad". No specific diabetes-related symptoms were reported. Customer stated he was seen at a local hospital, diagnosed with hypoglycemia and was admitted for three days. Customer also reported that a hospital laboratory result of 150mg/dl was obtained but could not confirm whether the adc and lab readings were obtained within ten minutes and customer admitted to taking oral diabetes medication between the tests. Although the customer stated his therapy was changed, he could not recall a specific intervention or treatment rendered. No additional information was provided. There was no report of death or permanent impairment associated with this case.